Manufacturer narrative:
Device recently received at (B)(4) facility. Investigation/evaluation currently in process. Follow report to be submitted as additional information received.

Event description:
One of (B)(4) clinical specialists personal was notified by facility that they found soil in device after it had been through reprocessing.

Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) commissioned the analysis of the device returned by complainant. Samples of red residue on the surface of stainless steel rod were sent to (B)(4). (B)(4) carried out an evaluation by means of ramam spectroscopy. According to eag, analysis results of the residue consisted of mainly heme (blood), proteins and organics acids (e.g. Fatty acids). No rust was detected. Rw (B)(4) can most probably assume that the obvious contamination was caused by body fluids, which were not or only inadequately eliminated by reprocessing. Although there are no trends to indicate that existing product labeling is inadequate, rw (B)(4) will review the associated product ifus and reprocessing instructions and may implement improvements in labeling to ensure the safe and effective use of rwgmbh products. Rw (B)(4) considers this report closed. If any additional information is obtained, a follow up report will be submitted to the FDA. (B)(4).